Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an angioplasty and stenting procedure of the superficial femoral artery (sfa), the hub of the micropuncture transitionless stiffened cannula access set became separated from the device. The wire guide was in place at this time. The complaint device was removed with a hemostat over the wire and the procedure continued successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub separated from the shaft. There was a stretched portion of the shaft, where it appeared that the sheath had pulled out of the proximal hub. There was a stretched and flattened section, approximately 1.8 cm in length, where the device was pulled loose from the hub. The sheath had impressions at a distance of 5.2 cm from the separation point. These marks were consistent with the hemostat that the customer stated was used to remove the separated portion from the patient. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.